Event description:
As reported by the user facility: infusions are finishing too early almost every time. The most recent 5fu insfusion finished in 32 hours and the easypump was filled to 230 ml. No patient injury has been reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn.   Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: infusions are finishing too early almost every time. The most recent 5fu infusion finished in 32 hours and the easypump was filled to 230 ml. No patient injury has been reported.